Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was completed and reviewed. The lead was found to have passed electrical and resistance testing. The insulation was noted to have cuts present.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced after being implanted for only one month. No additional adverse patient effects were reported.